Event description:
The affiliate stated the customer reported non-reproducible and elevated troponin I (access accutni) results, within the risk stratification or within the normal reference range, for multiple patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. Subsequent analysis of the patients¿ samples produced lower results within the normal reference range. All original results were released out of the laboratory. One patient¿s sample obtained an initial result of 0.062 ng/ml, within the risk stratification. The patient was admitted to the hospital based on the result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. A retest value of 0.034 ng/ml was obtained which was within the normal reference range. The customer stated quality control (qc) was within range on the day of the event and system check, performed on (B)(6) 2013, passed within specifications. This is report two of three referencing the patient on the event date noted.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) verified instrument ultrasonics and performed a passing high sensitivity system check. No system malfunction was noted during service. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-00741; 2122870-2013-00742; 2122870-2013-00743.